Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during drain 2 of 3. The patient was connected at the time of the alarm. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The technical service representative (tsr) explained the alarm and assisted with troubleshooting to it. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.